Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked front left corner. No damage on bottom case. Plunger head was cracked by screws. Error history log review found a motor not running error. The root cause of the reported issue was found to be the stepper motor was stuck. Looked to be from normal wear, motor was over 6 years old. Actions were taken to mitigate the reported issue: replaced stepper motor.

Event description:
It was reported that the pump had a motor error. No patient injury was reported.